Manufacturer narrative:
The reporter's meter and test strips were requested for investigation and replacement product was sent to the reporter. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%.

Event description:
The initial reporter stated they received discrepant results for one patient tested with the office's coaguchek xs professional meter serial number (B)(4). The results measured with the office meter did not match results obtained with the patient's coaguchek xs meter (serial number (B)(4)) and results obtained with laboratory testing. At 1:20 p.m., a sample from the patient was tested using office meter serial number (B)(4) , resulting in a value of 3.3 inr. At 1:35 p.m., a sample from the patient was tested using office meter serial number (B)(4), resulting in a value of 3.5 inr. At the same time of the first two measurements, a sample from the patient was tested using the patient's coaguchek xs meter and test strip lot 52818122 (expiration date unknown), resulting in a value of 6.9 inr. The reporter did not observe the patient while the meter measurements were performed, so the reporter did not know if different fingers of the patient were used for each sample collected for each of the meter measurements. The reporter explained that the test strip vial used for testing on the office meter was a mix of the test strips used on the office meter and another vial they had at the office. The vial contained strips from another vial with an unknown lot number. Moments after the three meter measurements, a venous sample was collected from the patient and tested in the laboratory using siemens innovin reagent on a bcs xp analyzer, resulting in a value of 7.24 inr. The measurements performed with the patient's meter and laboratory testing were believed to be correct. The patient's therapeutic range is either 2.5 - 3.5 inr or 2.0 - 3.0 inr. The reporter did not know which therapeutic range was correct as both ranges were in the patient's chart. The patient's testing interval is weekly.

Manufacturer narrative:
The customer stated that the test strip vial possibly contained test strips from another vial. Since the test strips were mixed together, it could not be confirmed if the code chip inserted in the meter corresponded to the lot of test strips that were used. In case the patient has used a test strip which did not belong to the code chip in use, the deviations are non-critical. For about 99% of all values within 1.5 ¿ 4.5 inr and all test strip and code chip combinations, the influence of such a code mismatching is in the mean less than 5 % and thus negligibly small. 100% of all mean value deviations remain within ±10%.